Event description:
During a left lower extremity arteriogram, a v-14 control wire manufactured by boston scientific was used by md to get access into the vessels. The wire was introduced into the left anterior tibial artery. When md was removing the wire, the outer covering on the tip of the wire was stripped off of the wire and remained in the patient. Circulating rn notified of event and called boston scientific representative. The boston scientific rep. Consulted with md. It was decided that the vessel where the covering remained was occluded and trying to remove the retained covering would cause more harm than leaving it in the patient. Patient showed no adverse effects in or and was transported to pacu without issue.